Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident (stroke) and weakness are listed in the product instruction for use as potential adverse effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a left internal carotid stenting procedure after the rx accunet embolic protection device crossed the target lesion, the patient experienced a stroke with right sided weakness and global aphasia. Treatment included eptifibatide infusion. The weakness resolved at the end of the procedure and the aphasia is greatly improved at post procedure day two. The patient's condition resolved to baseline and the patient was discharged home on (B)(6) 2011. Though requested there was no additional information provided.